Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-02817. It was reported the patient is experiencing health issues. In addition, the patient states she has experienced pain from the scs system since implant. In turn, the patient underwent surgical intervention wherein the system was explanted which resolved the issue.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2017-02817 further investigation revealed the patient had previous issues that are reported under reference MFR. Report#: 1627487-2014-20272 and MFR. Report#: 1627487-2014-20273.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2017-02817. The patient had 2 leads (same lot#) implanted as part of her scs system.